Event description:
The ventilator was not working and the "ventilator unoperative" light was illuminated and vent was alarming. The bio-med tech pulled the back off of the unit and noted a puddle of fluid poured onto the floor. The base of the electronics compartment was also met and the internal harness was melted to the point of fusion to the mother board.